Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with moderate tortuosity, mild calcification and 99% stenosis. Pre-dilatation was performed with an unspecified 2.0 x 23 mm balloon. During deployment of the 3.0 x 23 mm xience v stent, a proximal edge dissection was noted. A 3.0 x 15 mm xience v stent was implanted to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.